Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the implantable cardioverter defibrillator had far p-wave oversensing. Programming changes were performed. The patient was in stable condition.